Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30735620l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 83-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis then surgical intervention and prolonged hospitalization. Cardiac tamponade occurred. Atrial septal puncture was performed with using rf needle. Blood pressure gradually decreased during pulmonary vein isolation (pvi). After that, since blood pressure decreased during cti, pericardial effusion was confirmed by echography from the body surface. Pericardial drainage was performed because of pericardial effusion. Arterial blood withdrew about 200 ml, and the patient was left the room. The physician's opinions on the relationship between the event and the product: there was no problem with the product. The physician's opinion on the cause of this adverse event was the procedure. At the time of thoracotomy, the posterior wall was found to be damaged with an atrial septal puncture needle. Not related with the bw product. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event was due to thoracotomy. The generator used in the case was a smartablate. There was no evidence of steam pop. Irrigated catheter was used in the event and the flow setting was pre ablation high volume flow 1sec/post 5sec. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The carto3 work station became unstable during pvi, and error 1103 and 1104 occurred, but they were resolved by restarting the work station. There was no issue with the catheters. Force visualization features used were real time graph, dashboard, vector & visitag with respiration adjustment: on. Stability:3mm,6s fot:5g,25% tag size:2. There were no additional filter used with the visitag and tag index. On the same day of the procedure, thoracotomy was performed since bleeding did not stop. It seemed that the back wall was damaged with the transseptal puncture needle as expected by the doctor. During pvi, behavior of ws was unstable (1103,1104). Other catheters were no problem. The issue was resolved by rebooting (not related to adverse event). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.